Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.

Event description:
Customer received a result of 5.5 mmol/l on the mobile system, and a result of 3.4 mmol/l on the aviva nano system within 10 minutes. The customer reported feeling ill and sweaty with the reported results. She self-treated with lucozade and low blood glucose symptoms improved within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device, however the test strips were not returned.